Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Additional information: can you please provide the lot/batch number? //received box with lot n4l53m, however, the pouches in the box have lot t46u19 and exp 2024-09-30. Is the device available to be returned for evaluation? N/a. Was the device used on a patient? If so, was there any patient consequence? //no, it was a gbp test buy and not used on a patient. Is there an indication of how the product was distributed?// it was an online purchase through instagram account is there any indication of the source? No.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that five ecr60b reloads were returned inside its unopened package. The package was visually inspected, the lot: t46u19 number was reviewed, and was not found in our quality tracking system. Also, the reloads from batch: t4c318 was reviewed. Upon further investigation, we found that this batch number is not found in our quality tracking system. The artwork printed on the tyveks was reviewed and compared with our system and printings, and did not match the artwork print based on several inconsistencies noted. The received complaint sample is confirmed as counterfeit product.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. Investigation summary: this is an analysis for a set of photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos shows some blue reloads inside of its unopened packaging. Also some photos shows the tyvek of product code ecr60b, lot #t46u19, exp. Date: 2024-09-30. Lot number was reviewed and was not found in our quality tracking system. Base on the lot trace performed, this product / t46u19 was not approved to be sold in the region of this file complaint, therefore a confirmed counterfeit is confirmed based on the lot review and photos analysis, the event describe of suspect counterfeit product is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.